Manufacturer narrative:
The product repair was delayed due to pending approval from customer. Repair analysis found internal parts were worn on both handpieces; the motor/cable, nose, bearings, nose spacer and other parts were replaced on both devices. The handpieces were tested to product specifications and returned to the customer. Method - actual device evaluated; mechanical evaluation; visual inspection; temperature testing. Results - wear problem: conclusion - device repaired and returned.

Manufacturer narrative:
This device is used for therapeutic purposes. Concomitant medical products: ID#3334800 visao drill handpiece sn# (B)(4), lot# 63974100 (B)(4). Preliminary evaluation temperature testing for the device (product ID 3334800, sn# (B)(4)) after one minute, measured rear ¿ 27.6°c/81.68°f, middle ¿ 38.6°c/101.48°f and nose - 56.6°c/133.88°f. Preliminary evaluation temperature testing for the device (product ID 3334800, sn# (B)(4)) after one minute, measured rear- 27.2°c/80.96°f, middle - 37.8°c/100.04°f and nose - 42.4°c/108.32°f.

Event description:
It was reported that "the two visao high-speed otologic drills overheated when they were used for tympanoplasty. It is unknown how long they took to overheat. Despite the incident, the procedure was continued using the same devices and completed with no delay or adverse effect." There was no report of patient or user injury.